Event description:
The manufacturer's representative reported that they attended a refill appointment, where 18 ml of morphine (16 mg/ml) was filled into an isomed pump that was programmed to deliver 0.5 ml/day (8 mg/day). The refill procedure was observed to be correct with no evidence of a "pocket fill". Eight hours later, the pt was admitted to the hospital's intensive care unit and was unconscious. The pump and catheter were emptied, but only 10 mil of drug was aspirated from the reservoir. The patient was given a naloxone bolus followed by infusion. The pump was then filled with normal saline. The patient required intubation and experienced renal failure. The patient was reported to be in an improved condition with recovered consciousness, but drowsy. The patient's pump remains implanted.

Manufacturer narrative:
.